Event description:
The ascent balloon was used for an alcohol embolization of a right thigh avm. The balloon was successfully navigated into an ideal position and the alcohol was injected successfully eliminating a feeder vessel. The (synchro) microwire was then re-introduced into the ascent for another sub-selection of an additional feeder vessel. Once in position; the microwire was removed and was noticed to have been stripped of its hydrophilic coating. The wire and balloon were set aside for return to manufacturer for inspection. It was noted by the physician that he is not suspect of any issue with the ascent; however; felt that further inspection might be advised. A second ascent (4x7) was then opened; and successfully used without incident. The synchro was not available for return to codman as it was being sent back to stryker for inspection. Failure analysis inspection revealed black fiber, which was like stripped off of the synchro micowire, present in the balloon catheter inner lumen.

Manufacturer narrative:
Although the microwire used was not returned for further analysis, the unit was inspected and an unidentified fiber was found inside the inner lumen of the catheter. The fiber was removed using an ID inspection mandrel ((B)(4)). The ID inspection mandrel was pushed from the hub through the inner lumen, pushing out the unidentified fiber; and after that no other obstruction was noticed, and no resistance was felt. The unidentified fiber found was sent to a lab for identification and concluded that the fiber found in the lumen was polyamide (black color). There is not black polyamide component in the ascent balloon catheter component list. However the synchro microwire has black polyamide fiber. A comparison between the black polyamide fiber found and a new synchro core wire l/n b19612 was executed it looks like the fiber found. No exposed wire inside the inner lumen was found. Once the unidentified fiber was removed the inner lumen flushed as expected and no resistance was felt when the inspection mandrel was pushed through the catheter lumen. Four possible root causes were identified for this complaint prior to laboratory analysis but none were found to be the true contributing cause. These hypothesized root causes were: obstruction of the lumen leading to wall adherences that caused scrapes off the hpc. Possible exposed wire inside the inner lumen of the balloon catheter which could scrape off the hpc. ID of the balloon guidewire lumen out of specification. Outer surface of the catheter damaged causing reduced lumen patency which could scrape off the hpc. However, as the synchro has a black coating and no other material of this type is used by codman, it is likely that the black fiber came from the synchro core wire, but without having the device to compare to, it is not possible to definitively confirm this. A review of manufacturing records (DHR) for lot number f61197 referenced was conducted. The sterilization DHR (identified by lot number 11072801), the final assembly DHR (identified by lot number f61197), the hydrophilic coating DHR (identified by lot number 11071201/11062906), the uncoated balloon catheter assembly DHR (identified by lot number 11061422) the inner body assembly DHR (identified by lot number 11061417), the molding of the y manifold DHR (identified by lot number 11032902), the molding of the strain relief DHR (identified by lot number 11051910), the mixing of the lsr for strain relief DHR (identified by lot number 009689) and the extruded tubing DHR identified by lot numbers 10121061(piexar extrusion segment), (B)(4) (550 extrusion segment), (B)(4) (630 extrusion segment), (B)(4) (720 extrusion segment) and (B)(4) (vestamid extrusion segment) were reviewed. All were found to be complete. No outstanding discrepancies, design, quality concerns or higher than normal rejects were found. Since there was no evidence of a manufacturing failure, there will be no corrective action taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.